Event description:
It was reported the patient is deceased. Information received noted that the physician reported that ¿the pacemaker battery was being depleted at an accelerated rate¿ as the life span of the battery had decline by two months between interrogations. One day prior to the patient¿s date of death the patient¿s family noted the patient was exhibiting symptoms of a cold. The following day the patient appeared to be having problems breathing and had been receiving oxygen therapy at home via nasal cannula. The patient¿s oximetry readings were reported to be in the 70th percentile and the patient¿s sibling caregiver increased oxygen concentration levels. The oxygen saturation levels rose to the low 90th percentile after this point but the heart rate is reported to have decreased to forty beats per minute. Emergency services were contacted and the patient was transported to the emergency room (ER). When the patient was admitted to the ER it is reported there was no pulse and pupils were fixed and dilated. The ER nurse is reported to have noted that the ¿cardiac monitoring equipment was unable to detect a pulse from the patient or pacer spikes from the pacemaker¿. The physician is reported to have subsequently been able to detect pacer spikes on the monitor for the defibrillator when the defibrillator was applied in an attempt to resuscitate the patient and the physician is reported to have noted that the ¿pacemaker was not generating cardiac activity¿. It was further noted that the patient¿s cardiologist ¿had concluded that it was very likely that the pacer wire/lead had malfunctioned contributing to the patient¿s death¿. An autopsy was performed and the cause of death is listed as natural from broncho-pneumonia and the possibility of a pacemaker malfunction was not addressed as a contributing cause of death. The device system has not been returned to the manufacturer.

Manufacturer narrative:
Additional information received from an attorney alleges that approximately one month prior to the patient¿s death the patient suffered from acute distress during a device interrogation that occurred at the clinic. The clinic reported the device had been working appropriately at the time. It was further alleged that the patient¿s primary pediatrician ¿believed the episode was caused by pacing of¿ the patient¿s ¿diagphragm during testing rather than an acute profound deterioration in cardiac output due to low heart rate.¿ the attorney alleges the family expressed ¿concern regarding the longevity of the battery life of the pacemaker¿ and that the clinic reported the patient was ¿wearing out the battery in a consistent manner and as anticipated¿.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr21 implantable pulse generator (ipg) implanted: (B)(6) 2006; 4968 implantable pacing lead implanted: (B)(6) 2006. Report number: (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically cut but not breached, and the outer insulation of the lead developed a cosmetic depression while in vivo. Visual summary analysis of the lead indicated apparent explant damage. The partial lead in segments was returned with severe explant damage and a large volume of fibrotic grown. There was a 2 cm piece of outer insulation missing from the proximal segment. All electrical and visual testing was within specified parameters. The full lead was not returned.

Event description:
The device system was returned to the manufacturer from the office of the medical investigator. Information provided reported the cause of death as: bronchopneumonia with primary cause of multiple congenital abnormalities.